Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient experienced an overstimulation sensation while the stimulator was both on and off. The patient felt a "snap or a pull" while she was lying down during the night about three weeks prior. The patient also noted that pain had increased since that time. The patient also felt stimulation over her "entire body". It was also noted that the area where the leads were implanted hurt when the patient was walking. The patient was at home and her status was reported as fair. A reprogramming appointment was scheduled, but the patient cancelled. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.